Manufacturer narrative:
A visual examination of the returned device revealed that there were some marks/dents noted on the surface of the catheter shaft proximal to the tip of the device. There were traces of dried contrast media visible inside the balloon. The balloon was folded and wrapped around the shaft of the device and partially inflated with air. Functionally, the device was attached to an encore inflation until in an attempt to inflate the balloon when a leak was noted in the balloon material. Further examination of the balloon revealed that there was a 1mm tear in the balloon material. No other issues were noted. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and the information reasonably suggests that the device was used in accordance with the device labeling.based on the condition of the returned device, it is likely that the tear in the balloon resulted from anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a max force biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) in the common bile duct on (B)(6), 2011. According to the complainant, during the ercp procedure, the balloon would not stay fully inflated and a small pinhole was detected at the proximal end of the balloon. The physician completed the procedure with another manufacturer's device without complications. The patient was reported to be fine post procedure. A final evaluation of the returned device revealed that the balloon had a small tear; therefore, this is now a reportable event.